Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) exhibited high pacing thresholds, pacing inhibition and loss of capture during a routine follow up. A lead dislocation was discovered via x-ray test, as a result the device was reprogrammed and a revision procedure was planed. During the revision, the lead was explanted and replaced. This lead returned for analysis. No additional adverse patient effects were reported.